Event description:
Viasys enteral extension set is graduated, smallest tip and second graduated portion broke off (midway through the second piece). This is the 3rd incident of the same breakage in recent time.